Event description:
The balloon on a 7 mm diameter, 70 mm length, on 142 cm palmaz blue on an aviator plus balloon catheter could not be inflated completely when the physician inflated the balloon at 8 atm. Another balloon was used instead to complete the procedure and there was no injury to the vessel. The lesion was in the right renal artery with 70% stenosis, mild calcification and tortuosity. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the package or product prior to use. There was no difficulty withdrawing the product from the patient. There was no kink noted on the device prior to use. It was the first time the balloon was inflated and inserted into the patient. No adverse event on the patient. The product will be returned for investigation.

Manufacturer narrative:
The balloon of a 7mm x 70mm 142cm palmaz blue on an aviator plus balloon dilatation catheter could not be inflated completely when the physician inflated the balloon at eight atmospheres (8 atm). There was no adverse event for the patient. Another balloon was used instead to complete the procedure and there was no injury to the vessel. The lesion was in the right renal artery with 70% stenosis, mild calcification and tortuosity. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the package or product prior to use. There was no difficulty withdrawing the product from the patient. There was no kink noted on the device prior to use. It was the first time the balloon was inflated and inserted into the patient. The access was the femoral artery. The brand of sheath, inflation device, contrast media and contrast to saline ratio were asked but are unknown. There was no resistance/friction while inserting the device through the rotating hemostatic valve and no resistance/friction while inserting the device through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. The maximum inflation pressure is also not known. The balloon did not maintain pressure during inflation but it is unknown if the balloon or the shaft burst. It did deflate normally. The product was not returned for analysis. A device history review (DHR) of lot 17001381 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿inflation difficulty-partial or slow¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification, tortuosity and a rate of stenosis of 70% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received that the access was the femoral artery. The brand of sheath, inflation device, contrast media and contrast to saline ratio were asked but are unknown. There was no resistance/friction while inserting the device through the rotating hemostatic valve and no resistance/friction while inserting the device through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. The maximum inflation pressure is also not known. The balloon did not maintain pressure during inflation but it is unknown if the balloon or the shaft burst. It did deflate normally. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.